Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The functional loading test revealed a downstream occlusion alarm which was caused by a damaged latch roller. To correct the condition, the latch roller and main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service by a baxter service technician, a flo-gard infusion pump was found to have experienced downstream occlusion alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.